Event description:
It was reported that the customer received multiple occlusion alarms during bolus and basal delivery. Customer's blood glucose level was impacted. During system check with tandem technical support, the insulin was noted to be gelled. Customer indicated that cartridge and infusion set tubing would be changed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.